Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with sealing issues. The device was not available for evaluation, however we received pictures which clearly showed a corner of the tip cleaner ended up in the seal space. This is due to product occasionally shifting during the manufacturing process. Inspection of this line is manual, and it was missed by the operator. Awareness training was performed across all shifts, regarding product in seal and/or breach of seal. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from our distributor indicating that a product was discovered with sealing issues. No injury/death was reported. This is entered in our complaint handling system as (B)(4).

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with sealing issues. The actual device is not available for evaluation. The manufacturing lot number was provided for review. If any additional relevant information is identified, the additinal relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from our distributor indicating that a product was discovered with sealing issues. No injury/death was reported. This is entered in our complaint handling system as (B)(4).